Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassettes were defective. The patient stated that she had experienced an adverse event due to the recalled product.

Manufacturer narrative:
No serial number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.